Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was retrieved from the archive to analyze the battery bypass capacitors.